Event description:
It was reported the customer had a broken screen, the screen remained black and unreadable. There was no adverse impact on the customer's blood glucose level, as no specific blood glucose value information was provided. As a corrective action, the pump was replaced by the distributor.